Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
According to limited information obtained from a case report published in the state of (B)(6) epidemiology bulletin (B)(6), a patient (referred to as "patient b") was revised to address pain approximately 40 months after implantation. Intraoperatively, necrosis and staining of tissue, metal debris, and metal wear were found.